Event description:
During a laparoscopic sleeve gastrectomy with intraoperative esophagogastroduodenoscopy, the innermost row of stapling cartridge, from covidien endo gia ultra universal stapler articulating medium/thick loading egia60amt, did not form proper b-staples. This malfunctioning resulted in a misfire. The cartridge was examined and some staples within cartridge did not fire. Provider completed the sleeve with 2 additional staple fires, both of these were normal.